Event description:
"A 2.5 cook central venous catheter was successfully placed into the pt's right femoral vein after several attempts. After successful suturing the line into place, the catheter became dislodged and broke off from the hub and went into the pt's skin and disappeared. The pt was rushed to the operating room for surgery."